Event description:
It was reported that, during a ureteroscopy procedure, after 3 shots, the fiber stopped working. Another device was used in order to complete the procedure. There were no patient complications reported. Upon analysis was found that the fiber was broken in two pieces.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was found broken in two pieces, the sma connector was separated from the fiber body. Laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light present from the sma connector. The sma boot had signs of melting and burn. The report allegation was confirmed. A device history record review indicates the device met all manufacturing specifications. A risk review indicates that this is an anticipated failure of the device based on normal use. A label review was performed indicating that the IFU contains appropriate instructions and warnings for use. The investigation did not identify any abnormality in manufacturing or design. Therefore, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.